Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, july 14, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The magnetic resonance imaging (MRI) showed the hydrogel appeared to be "wrapping around the prostate". The simulation scan showed the hydrogel was placed in the left posterolateral region just outside the prostate and then spread mainly to the left periprostatic veins and terminated at the upper prostate level. The patient was reported to be asymptomatic. The patient's physician planned to proceed with 28 fractions. No further information has been obtained despite good faith efforts.